Event description:
The patient's left knee was revised due to instability. The surgeon revised to a 5531-g-313.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. It was also noted that the hospital/surgeon will not release any further information or documentation due to hospital policy. Hospital policy.